Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted on the device: cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and cracked belt clip slot.

Event description:
It was reported via phone call, that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 470mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.